Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the device was returned still in the box. The device was not used because initial interrogation displayed an incorrect serial number. No patient complications have been reported as a result of this event.